Event description:
New information notes that the alert was also due to myopotential oversensing exhibited by the implantable cardioverter defibrillator. Related manufacturer reference number: 2017865-2020-08712.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a non sustained right ventricular oversensing (nsrvo). Electrograms showed sensing on the near field but nothing correlating on the far field channel. All other lead parameters were stable. Patient was further monitored. No patient consequences.